Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "the downstream pressure was 21.22" was unable to be reproduced. Downstream occlusion detection testing could not be performed due to a system error 615 alarm occurring. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the downstream current values were found out of specification. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a downstream occlusion detection pressure reading of 21.11 pounds per square inch. This occurred during testing for downstream occlusion detection in the biomedical service department. There was no patient involvement. No additional information is available.